Manufacturer narrative:
The hardcopy 3500a form MFR report # 8030665-2015-00502 follow-up # 002 was timely submitted on 02/11/2016 to the office of center for devices and radiological health, stamped 02/11/2016, and returned to fresenius medical care with a cover letter dated 02/17/2016 stating the paper MDR submission was not accepted. This report is being resubmitted electronically per 21 cfr part 803.56.

Manufacturer narrative:
Actual companion and/or alternative samples are not available to be evaluated, moreover, there is no information related to pd set malfunction;the complaint is deemed as unconfirmed. An investigation was performed on the lots delivered to the customer for the product listed above within the time frame of 3 months before the date of occurrence and no information was found.

Event description:
A peritoneal dialysis (pd) patient called technical services and reported drain complications. During the course of the call the patient mentioned he was diagnosed with peritonitis. Follow up w/the patient's peritoneal dialysis registered nurse (pdrn), reported on (B)(6) 2015, the patient was admitted to the hospital for peritonitis. The culture results and cause of the infection were unknown. The patient was started on the round of antibiotics (vancomycin and gentamicin). While hospitalized, the patient was not draining well on the cycler and was switched to hemodialysis. As of (B)(6) 2015, it was unknown if the infection has resolved and if the patient continued to perform pd therapy.

Manufacturer narrative:
Patient = partial ileus. Based on the 113 pages of medical records, the patient was hospitalized twice for recurring peritonitis. During his initial admission his pd catheter became non-functioning, was removed and he was transitioned to hemodialysis. During the second admission it was thought that the peritonitis was recurrent and complicated by a partial ileus and sepsis. The patient was malnourished probably due to the prolonged peritonitis and the partial ileus. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler cassette and the diagnosis of bacterial peritonitis.

Event description:
This end-stage renal disease patient on ccpd (continuous cycling peritoneal dialysis) presented to the emergency room with abdominal pain. The patient had a one day history of not feeling well, nauseated, severe abdominal pain, abdominal distention and his symptoms were getting worse. He presented with fever, chills, nausea, abdominal pain and generalized weakness. He was treated with vancomycin, merrem and gentamicin. On (B)(6) 2015, his pd catheter was removed. No evidence of obstruction in the distal portion of the catheter (no clot/fibrin). Discharged on (B)(6) 2015. On (B)(6) 2015, he started having diffuse, vague abdominal pain throughout his abdomen mainly in the right lower quadrant that was now radiating throughout. The pain had gradually worsened over the past four days to the point where he could not walk or bear any weight. He was re-admitted on (B)(6) 2015 admission for abdominal pain. The patient reported the pain was not related to food, however he developed nausea and vomiting and a worsened appetite. He reported no fevers, but had chills as well as night sweats and reported no sick contacts. He had hemodialysis on (B)(6) 2015, where he needed IV fluid infusion for a drop in his blood pressure. He was instructed to present to the emergency department if his symptoms worsened. He also reported an episode of diarrhea, generalized weakness, fatigue and night sweats. He was diagnosed with sepsis from a probable abdominal source from the recent serratia marcescens peritonitis and a probable recurrence. The patient also had malnutrition that was likely secondary to recent prolonged period of infection as well as the probable bowel obstruction. A PICC line was to be sited for antibiotics. Treatment was to include gentle IV hydration at 50ml/hr. His recurrent peritonitis lead to partial ileus causing the patient's presenting symptoms. The recent removal of the peritoneal dialysis catheter as well as the recent diagnosis of clostridium difficile might also have contributed to the partial ileus. Bowel rest was recommended. On (B)(6) 2015 a central venous catheter was sited.